Manufacturer narrative:
Follow up with customer same day indicated that infusion site was changed and infusion cannula was found to be bent. Customer administered an injection for management of bg level. The t:slim g4 pump user guide states: "check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (332 mg/dl). System check performed by tandem technical support found that the luer connection was slightly loose. Customer also reported starting new medication same day. Recommendation was made to ensure a tight luer connection. Customer suspected cause of elevated bg level was infusion site.